Manufacturer narrative:
It was reported that the item is taking to long to pump up and is losing air, causing the customer to sink down. It did take a long time to pump the mattress to a desired firmness; however, the normal pressure indicator did not come on. Eventually the mattress felt soft, and patient sank when laying on the mattress. The low pressure indicator did not come on. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the item is taking to long to pump up and is losing air, causing the customer to sink down.